Manufacturer narrative:
Date of event: (B)(4). Date of report: 23aug2019. The customer reported that the flow testing was performed but no issues were found. The product support engineer (pse) reviewed the diagnostic codes with the customer over the phone. The pse recommended that the check valve 4 (cv4) be replaced then swap in an exhalation flow sensor. Replace the exhalation flow sensor if swapping this issue did not resolve the issue. Due diligence attempt attempted to collect additional information were unsuccessful. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator was failing the extended self-test regarding exhalation flow accuracy. There was no patient involvement.